Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; not able to interrogate when moving the rf (radio frequency) head cable; rf head cable found out of electrical specification. Analysis also found the rf head upper case was broken. (B)(4).

Event description:
It was reported the telemetry wand did not work. The telemetry wand was returned for repair. No patient complications have been reported as a result of this event.